Event description:
It was reported that the patient underwent a sling procedure. Since that time the pt has been in urinary retention requiring self-catheterization 3-4 times daily. The physician has been able to easily pass a urethral dilator and feels that there is no mechanical obstruction. The physician feels that this is still within normal post-op findings for patients and will observe the patient for another week or two. If pt does not get bettor, the physician will offer them surgery to divide the tape and perform urethrolysis if necessary.